Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended in-clinic lead integrity testing. No adverse patient effects were reported. The ICD and rv lead remain in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Technical services was consulted and recommended in-clinic lead integrity testing. No adverse patient effects were reported. The ICD and rv lead remain in service. Additional information received indicates this ICD under-sensed ventricular fibrillation (vf) and only declared non-sustained ventricular tachycardia (vt) episode, so no therapy was provided. The patient required medical support with an external defibrillator. At this time, the patient remains stable in the hospital. Technical services was consulted for programming recommendations. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Technical services was consulted and recommended in-clinic lead integrity testing. No adverse patient effects were reported. The ICD and rv lead remain in service. Additional information received indicates this ICD under-sensed ventricular fibrillation (vf) and only declared a non-sustained ventricular tachycardia (vt) episode, so no therapy was provided. The patient required medical support with an external defibrillator. At this time, the patient remains stable in the hospital. Technical services was consulted for programming recommendations. No additional adverse patient effects were reported. This ICD remains in service. Additional information received indicates the patient underwent a revision procedure, and the rv lead was surgically capped/abandoned (it remains implanted but out of service) and a new rv lead was placed with satisfactory post-implant measurements. No patient complications were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended in-clinic lead integrity testing. No adverse patient effects were reported. The ICD and rv lead remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.